Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3889-28, lot# v132957, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a simple urinary tract infection on (B)(6) 2014. Signs and symptoms of infection was dysuria. It was noted that a culture was obtained and the patient was treated with oral antibiotics.

Event description:
It was reported the patient had been through two different batches of medicine for infection. It was noted the infection was due to the implant. It was reported the infection started two months prior to call. It was reported the night prior to the call the patient had ¿a chill¿ and was shaking. It was noted the infection was noticed in a culture, not in the patient¿s urine. It was reported the patient was on antibiotics.